Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the procedure performed by new user or an experienced user? Dr (B)(6) has used the suture a dozen times by now. Was sales rep present during the procedure? No. What was being done when the suture broke? (During passage through tissue / during tying) closing the cuff. Location where did the suture broke, initiation or termination end? Middle of suture¿I have product but nothing has been sent to me to send in. Please verify that there were no patient consequences. Didn¿t indicate patient consequences on pi because I know of none shipper kit sent.

Event description:
It was reported that a patient underwent a xi robotic hysterectomy procedure on (B)(6) 2016 and barbed suture was used. During the procedure, the suture was being used robotically and broke. The case was completed with another like device. There were no patient consequences reported.